Event description:
It was reported to globus that a patient has a clicking noise in their spine. X-rays were taken, and it appears as if the tulip head has separated from the screw shank. No revision surgery has been scheduled.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no part or lot number was provided. No evaluation could be performed as the implant remains in the patient. A supplemental report will be provided if an when a revision surgery is required.